Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, the device memory data was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the device interrogated a low battery voltage signified by a gray bar. The device had a premature battery depletion that could not be reset by the programmer. The device longevity was less than expected. The device was not used for implant. There was no patient involvement.